Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Event description:
The customer reported to olympus, during preparation for a diagnostic bronchoalveolar lavage procedure, the slit part of the single use biopsy valve (sterile) was found torn. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, tear was noted in the housing and a sagging at the scope connection. The cause of the reported issue was presumed to be overload due to trying to attach the forceps base of the scope straight. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the slit torn was faultily attaching the biopsy valve by pushing it down straightly onto the instrument channel port resulted in the tear of slit. Olympus will continue to monitor field performance for this device.